Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 21.0 diopter intraocular lens (iol) was explanted in a secondary surgical procedure as the surgeon implanted the wrong diopter. Reportedly the lens was explanted and replaced with another lens, same model of a higher diopter +26,0. The incision was enlarged and one suture was used. The explanted lens was cut into pieces and discarded by the customer. No further information was provided.